Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a healthcare professional. Review found radiolucency along the anterior tibial component at the cement hardware surface. Small to moderate joint effusion. No bone fracture seen and overall fit and alignment of the implant is appropriate. Device history record was reviewed and no discrepancies were found. It is unknown if the implants caused the fall and if the fall caused the pain and swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00445 and 0002648920-2020-00061. Natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 62406973, unknown femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient had a fall on an unknown date. The patient was revised approximately five (5) years, six (6) months after the initial procedure, due to pain.